Event description:
It was reported that the procedure was treating a mildly tortuous, heavily calcified, 90% stenosed, de novo lesion in the common femoral artery. During use of the 8.0x40mm armada 35 balloon catheter, the balloon ruptured at 6 atmospheres during the first inflation. A non-abbott balloon catheter and a non-abbott stent were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.